Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a segment of the lead body was missing.the distal lead fragment was severely stretched indicating strong pulling forces during the extraction procedure. Furthermore tissue residuals were noted, particularly at the shock coil which was shifted distally. Multiple cuts in the distal area of the lead body were observed. Due to these damages it is reasonable to assume, that the lead was significantly ingrown. Moreover the visual inspection demonstrated multiple signs of wear along the lead fragments. In particular in the distal area, near the shock coil, the insulation was found rubbed through. This damage can be considered to be the root cause for the above mentioned oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth of the lead affected the leads motion. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.